Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. A review of the images is currently in progress.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of an abdominal aortic aneurysm with a cook fenestrated aaa endovascular graft with gore® viabahn® vbx balloon expandable endoprostheses to both renal arteries. Access to the right renal artery was described as ¿difficult¿ however a 6mm x 39mm gore® viabahn® vbx balloon expandable endoprosthesis was advanced over a .035¿ wire, and deployed fine. The left renal was implanted with a 5mm x 29mm device. It was thought there might be a small leak on the left side renal artery. On (B)(6) 2018 it was learned the right side gore® viabahn® vbx balloon expandable endoprosthesis appeared to be crushed. The patient needed to go on dialysis due to left kidney being "atrophic" (unrelated to vbx) and loss of right kidney. Additionally the patient suffered a non-gore, sheath related tear in a distal iliac artery which was treated successfully with a 13mm gore® viabahn® endoprosthesis.

Event description:
On (B)(6) 2018 a patient was undergoing treatment of an abdominal aortic aneurysm with a cook fenestrated aaa endovascular graft with gore® viabahn® vbx balloon expandable endoprostheses to both renal arteries. Access to the right renal artery was described as ¿difficult¿ however a 6mm x 39mm gore® viabahn® vbx balloon expandable endoprosthesis was advanced over a .035¿ wire through either a 20 or 22fr cook or medtronic sheath and a 7fr tour guide medtronic sheath for final device delivery, and deployed fine. The left renal was implanted with a 5mm x 29mm device. It was thought there might be a small leak on the left side renal artery. Additionally the patient suffered a non-gore, sheath related tear in a distal iliac artery which was treated successfully with a 13mm gore® viabahn® endoprosthesis. On (B)(6) 2018 images showed the right side gore® viabahn® vbx balloon expandable endoprosthesis appearing to be crushed. At some point after the procedure the patient needed to go on dialysis due to left kidney being "atrophic" (unrelated to vbx) and loss of right kidney.